Manufacturer narrative:
H3: one cadd solis vip pump was received for investigation. The reported error 42224 was found and therefore the mainboard had to be replaced. After repair, the pump passed all final tests.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error message for loss of power with code 42224. The reporter indicated that the pump failed to start at a later date despite new batteries being installed. In addition, the reporter indicated that the dosage of treatment (chemotherapy) to be modified after multiple stops, with the agreement of the doctor, to allow a disconnection at the end of the day and not at night. The reporter also indicated that the patient experienced sleepless night, significant fatigue in addition to stress. No further adverse effects were reported.